Event description:
A report was received in 2002 regarding a memorylens which had been implanted in the patient's left eye in 1999, which lens had opacified. The patient's visual acuity at exam in 2002 was 20/50 os. The doctor reported that the patient's condition was stable.